Event description:
It was reported that the patient presented in-clinic after receiving a vibratory alert. Upon interrogation, low impedance was observed. Low sensing was noted. Inappropriate therapy was delivered due to noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.